Event description:
Allegedly patient revised to another company's product - fused.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. Attempts have been made to have the product returned. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2008-00243, 00244, 00245, and 00247